Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change has since been made to the product's power switch.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and testing found that it was a older version main switch with breakage. Additionally findings were, a damaged front panel internal column, worn out scope socket slider switch causing intermittent use of high intensity mode, corrosion in the air tubing and non-olympus lamp at 300+ hours, light output out of specifications. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the power button is broken. There was no report of patient involvement or harm. Olympus will attempt to gather additional information related to this report.